Event description:
It was reported that the infusion set was leaking at the headset, and the self-adhesive of the infusion set was wet with insulin. This occurred with 4 infusion sets of the same lot and resulted in loosened plaster and the self-adhesive of the infusion set was not sticking well enough.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product is no longer available to be returned.